Event description:
The customer reported that the battery charging led is not coming on when unit is turned on and ventilator is running on battery power only even when the ac is connected. There was no reported pt involvement.

Manufacturer narrative:
(B)(4).